Event description:
It was reported the videoscope exhibited communication error e231 during sedation for a therapeutic procedure. The procedure was able to be completed with a different olympus device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of error e231 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216 occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an issue with the video connector board or contact points. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.